Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that insulin flow blocked alarm and alarm occurred during priming. The insulin exited the tubing with plunger push. No further information available.